Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it exhibited noise oversensing for which the patient received an inappropriate shock. Additionally, low amplitude and high pacing threshold measurements were observed. The lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it exhibited noise oversensing for which the patient received an inappropriate shock. Additionally, low amplitude and high pacing threshold measurements were observed. The lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.